Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had increased capture thresholds and was oversensing due to wide qrs. There were events of loss of capture due to the right ventricular lead double counting heart rhythm. The patient was stable and would be monitored.

Event description:
New information noted that the right ventricular lead was explanted and replaced due to the high capture thresholds. The patient was stable post procedure.